Event description:
Cap came off y site of huber needle gripper #20g 3/4" and client bled out through the uncapped line. Wife replaced cap (client was asleep at the time) estimated blood loss 1/2 cup. Called md and drew blood for cbc, type and mold the next day. Replaced needle the day of the incident.

Manufacturer narrative:
(B)(4) customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a f/u report detailing the results of the eval. Add'l info from u/f report # (B)(4); brand name: hube gripper plus with extension, common device name: huber needle, vancomycin 1 gm daily, IV infusion.